Event description:
This is a spontaneous case report received from a non-specified reporter of vigilance unit contact in (B)(6) via regulatory authority ((B)(4)) in (B)(6) on (B)(6)-2016 which refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted on an unspecified date for contraception. When the consumer had her first period after the insertion of essure, she experienced hemorrhagic periods, abdominal swelling, stinging and pain in fallopian tubes, headache, and numbness in limbs. The events were ongoing and she still had the symptoms at the time of the report. She went to emergency service and used treatment for the relief of the adverse reaction (not specified). All the events were considered as related by the consumer. Company causality comment: this non medically-confirmed, spontaneous case report was received via regulatory authority and refers to a (B)(6)-year-old female consumer who had hemorrhagic periods after essure (fallopian tube occlusion insert) insertion. This event is listed in essure's reference safety information. After essure insertion, menses pattern changes and abnormal genital bleeding may occur. In this particular case, no alternative explanation was provided for the event. Considering its nature, causality with the suspect insert cannot be excluded. Non-serious events were also reported. Although no death or serious injury was mentioned in this case; it was regarded as an incident in line with health authority's assessment. A product technical analysis is being sought.

Manufacturer narrative:
Quality safety evaluation received on 17-jun-2016: ptc global number (B)(4). In this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-jun-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non medically-confirmed, spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had hemorrhagic periods after essure (fallopian tube occlusion insert) insertion. This event is listed in essure's reference safety information. After essure insertion, menses pattern changes and abnormal genital bleeding may occur. In this particular case, no alternative explanation was provided for the event. Considering its nature, causality with the suspect insert cannot be excluded. Non-serious events were also reported. Although no death or serious injury was mentioned in this case; it was regarded as an incident in line with health authority's assessment. A product technical investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs